Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 34 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Customer went to the emergency room (ER) for treatment. Customer received a glucagon injection for treatment. Treatment resolved the issue and there was no permanent damage. Customer was discharged the same day.